Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05296. It was reported the patient experienced overstimulation while turning in the bed. It was also reported the patient lost stimulation, and the charger and programmer could no longer communicate with the ipg. A new charger was sent to the patient to help resolve the issue. The replacement charger was unsuccessful. As a result, the patient's ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.